Manufacturer narrative:
A complete model number was not provided, but it was indicated that the lens belongs to dfw series. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the scratch was noted on the optic of the preloaded intraocular lens (iol) after fully inserting the lens into patient's operative eye. There was no vitrectomy, incision enlargement, or sutures required. The patient has fully recovered.